Event description:
Patient with history of multi-level lumbar disease and spondylolisthesis had surgery for translumbar interbody fusion. Postoperative x-ray demonstrated that some of the locking screws had come loose and patient was taken back to the or for re-exploration and reinsertion of the locking screws. The patient did well after the second surgery and was discharged 4 days later.